Manufacturer narrative:
6/26/2019 - the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken safety is unconfirmed since the problem could not be reproduced. One 20 ga x 0.75 in miniloc infusion set was returned for investigation. The safety mechanism was returned partially advanced. An end cap was attached to the luer. No apparent damage was observed on the safety mechanism housing or needle shaft. The sample was flushed with water using a 12 ml syringe and was patent to infusion. The sample was pressurized, and no leaks were observed. The safety mechanism was able to be successfully activated over the needle tip and locked into place. Since functional testing of the device revealed no apparent issues, the complaint is unconfirmed. The instructions for use state, "stabilize the port by securely holding the powerloc finger tabs down; firmly pull the wings up until you hear or feel a ¿click¿ and visually observe the orange dot."

Event description:
It was reported that the safety lock was broken. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascps0098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safety lock was broken. No other information was provided.